Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead was dislodged during laser extraction of the right ventricular (rv) lead for an upgrade to implantable cardioverter defibrillator (ICD) system. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.